Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prosima pelvic floor repair kit. Gynecare tvt obturator.

Manufacturer narrative:
(B)(4). The patient underwent surgery on (B)(6) 2010 for excision of mesh, multilayer closure of rectovaginal fistula and a sling revision.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress incontinence on (B)(6) 2010 and pelvic floor repair mesh and an obturator sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient had mesh removal surgeries on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2011 due to erosion, pain, infection and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). There are two possible devices involved in the event as follows: prosima pelvic floor repair kit - product code: proc2, (B)(4), exp date 03/31/2012, mfg date: 10/21/2009. Gynecare tvt obturator - product code: 810081, (B)(4), exp date: 09/30/2010, mfg date: unknown. In addition, a review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress incontinence on (B)(6) 2010 and mesh were implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation due to stress urinary incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced pain, pain in vagina and rectum, vaginal bleeding, pain during sexual intercourse, recto-vaginal fistula and pain while walking, sitting or laying down. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent on (B)(6) 2013 in-depth repair and revision of colostomy and paracoltomy hernia and implantation of strattice biologic mesh (intraperitoneal underlay position) by dr. (B)(6) due to paracolostomy hernia with diverticulosis sigmoid colon (B)(6) 2014 revision colostomy, superficial by dr. (B)(6) due to skin level colostomy stricture.